Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor system, and excessive no delivery test. No blank display during testing. No damage found on the lcd isolation tape noted. No moisture damage found on the electronics, motor, battery tube, vibrator, and keypad assembly noted. Insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display after pressing the act button. Customer's blood glucose level was 498 mg/dl. The customer treated his blood glucose level with a syringe. The insulin pump was exposed to moisture. The insulin pump was under water for 5 minutes. The insulin pump's display did not return after troubleshooting. The insulin pump had a crack on the case. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.